Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was out of the skin. There was no reported patient injury. The lot number is unknown due to loss of cover. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was out of the skin. There was no reported patient injury. The lot number is unknown due to loss of cover. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed that buttons 1 and 2 were fully depressed. The stopcock was found in the open position, and a syringe was returned detached from the unit. Additionally, a cordis 5f sheath was received inserted into the unit. The sealant was no longer mounted in its manufactured position, nor was it returned for this evaluation. However, based on the decontamination lab¿s image review, it was confirmed that the device was received in the decontamination lab with the sealant still mounted on the unit, partially deployed. The balloon was totally retracted as expected due to the full depression of button 2. Therefore, no abnormal conditions were observed. A functional test could not be performed as the unit was already fully deployed, and the sealant was not returned for this evaluation. The reported event of ¿sealant-inaccurate placement-partial¿ was confirmed through analysis of the picture received from the decontamination lab as it was noted that the sealant was still mounted on the device. However, the exact cause of the issue could not be conclusively determined analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue with the device since it was received with both buttons fully depressed with no issues noted and the sealant was not included. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.